Event description:
It was reported by the affiliate that during the laparoscopic cholecystectomy procedure, the blade was broke near the tip during the or. Changed to used electronic blade. No pt consequence.